Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose. Sensor performance observation due to low sensor sensitivity. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose difference of more than 30% where the sensor glucose value was 150 mg/dl and blood glucose value was 230 mg/dl. The customer also reported the change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose difference and the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for the change sensor alert. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.